Event description:
It was reported that the bd nano¿ ultra-fine¿ pen needle clogged during priming. The following information was provided by the initial reporter: needle clogs during priming.

Manufacturer narrative:
H6: investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd nano¿ ultra-fine¿ pen needle clogged during priming. The following information was provided by the initial reporter: needle clogs during priming.